Event description:
It was reported that the right ventricular lead exhibited via merlin.net transmission, intermittent loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.